Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm. Customer stated she has often had issues after receiving replacement insulin pumps. Customer had changed the infusion set and reservoir but not the site and received a no delivery during prime and during basal delivery. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. She removed the infusion set and the cannula was not bent. Customer stated there was resistance when attempting to push insulin with the plunger. Blood glucose value is 80 mg/dl. Nothing further reported.